Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection. One reported failure was confirmed, while the other was not confirmed. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction could not be established. Additionally, although the biopsy channel appeared to not fit correctly within the scope, this condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that after reprocessing the colonovideoscope exhibited black debris within proximal seam of the biopsy channel. Also, the biopsy channel appeared to not be fitting correctly inside the scope. There were no reports of patient involvement.